Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per tandem¿s cartridge instructions for use: "make sure that insulin is at room temperature before use or air bubbles could form in the cartridge. Air in the system takes space where insulin should be and can affect insulin delivery." Per tandem¿s user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, customer loaded cartridges with cold insulin and re-loaded a previously used cartridge with insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 78-168 mg/dl.